Manufacturer narrative:
Country of event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient returned to hospital due to recent physical discomfort; it was found that overall impedance on the left side was too high. It was not possible to confirm what caused it at this time, but a second operation was expected to be performed on (B)(6) 2021 to determine cause and resolve the issue. The patient was hospitalized for observation at the time of this report.

Event description:
The patient underwent operation to investigate the cause. The extension wires were found to be broken, so they were replaced, which resolved the discomfort and high impedance.

Manufacturer narrative:
Product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2021 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery and extension joint interface was suspected to be loose. The patient was hospitalized and would be operated again next week. Additional information was received: it was reported that on september 09, 2021 the patient underwent a second surgery in the original hospital. It was found that two extensions were broken and they were replaced.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2021 product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2021 product type extension this report and regulatory report 2182207-2021-01528 are related. 2182207-2021-01528 has been merged into this one and further information in this event will be continued in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6) 2021 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6) 2021 product type extension h3: analysis of the extension had shown that the conductors were broken in the extension at the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type extension product ID 3708660, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type extension h3: previous analysis results were for extension serial # (B)(6). Additional information indicated that (B)(6) would not be returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.